Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The actual results were not provided. This complaint is being reported because lifescan is unable to determine if the reported results did or did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.